Event description:
Ous MDR: after an implantation period of 9 months a low pacing impedance and pacing threshold were reported. It was also reported that the patient works as a roof worker. The lead was explanted but not returned. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. Approx. 36 cm distal to the df4 connector pin the lead body was found squeezed and deformed. This damage can be considered as the root cause of the clinical observation of fluctuating pacing impedance and threshold. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.